Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow and ok keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1 date of submission 07/10/2013-device evaluation: the pump has been returned and evaluated by product analysis on 06/11/2013 with the following findings: evaluation revealed that the keypad was fully intact but the keypad symbols were worn. Evaluation revealed that all of the keypad buttons were intermittently unresponsive and required multiple hard presses to elicit a response. Evaluation revealed that contamination was found under all key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.